Event description:
A customer reported an issue related to updating time, personal profile, or biq/ciq settings. The customer's blood glucose level dropped to 49 mg/dl, requiring them to consume carbohydrates to address the low level. No third-party assistance was required. Technical support assisted the customer in updating the correction factor setting and advised them to consult with their healthcare provider when making changes to their settings. The customer understood and acknowledged the advice.